Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal via an implanted pump. Current pump settings examined on (B)(6) 2015 (last examined on (B)(6) 2015) showed lioresal 2000 mcg/ml (daily dose 1054.8 mcg/day) in flex pattern. The pump status after update showed a 0.05% decrease and the new daily dose was 1054.3 mcg/day. The patient had a pump refill on (B)(6) 2015 and heard from the healthcare provider (hcp) that the lot numbers did not match up. The hcp called the pharmacist and double checked the information and said it was okay. The patient had some issues at the time gradually after the refill and was not sure if it was related. It was further reported the lot number on the box did not match the medication and the hcp and the pharmacy checked it out and said it was okay, but the doctor had never seen it like that. The patient had some issues at the time and was not sure if it was related to the refill at the time (patient is nonverbal). The patient was very lethargic and was not coming around. No one told the reporter that day the lot numbers were off. It was issues several days afterwards and the reporter did not know where they got the medicine from. The onset was gradual and lasted 3-4 days long. Additional information has been requested, but was not available as of the date of this report.